Event description:
Customer reported that the insulin pump's reservoir was nearly empty on the day of the call, but he had just added 300 units of insulin the previous day. Customer requested assistance checking the insulin pump's usage based on his basal rates. Blood glucose level was 51 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.